Event description:
It was reported that the right ventricular (rv) lead was accidently cut during a procedure to replace another lead. Subsequently, the rv lead was explanted and replaced successfully. There were no adverse patient effects reported.

Manufacturer narrative:
This report will be updated should additional information become available or if analysis is completed.